Event description:
Hip revision. Revised due to evidence of osteolysis and loosening around the stem.

Manufacturer narrative:
Conclusion and justification status: complaint review identified that in the absence of the complaint product and product information, an investigation could not be completed and the reported incident could not be verified. The complaint shall be closed with an undetermined conclusion. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.